Manufacturer narrative:
(B)(4) final report. The appropriate device details were provided and manufacturing records were identified and reviewed. Finished parts conformed to material and dimensional specifications at the time of manufacture. Additional information including; operative notes, patient medical history, an update on the patient following the revision, what was the leg length discrepancy in mm, when was this leg length discrepancy identified, what impact was it having on the patient and is there a possibility the stem subsided post op has been requested. The reporter answered that the leg length discrepancy was of 10mm, that the patient was experiencing pain and that there was no stem subsidence on the xray. No further information could be provided. Based on this, no further investigation can be performed, the root cause remains unknown and this case is now considered closed. If additional information is provided, the case may be reopened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report: additional information including; operative notes, patient medical history, an update on the patient following the revision, what was the leg length discrepancy in mm, when was this leg length discrepancy identified, what impact was it having on the patient and is there a possibility the stem subsided post op has been requested and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / trinity dual mobility revision of the cup, dual mobility cocr liner, bone screw, dual mobility ecima insert and biolox delta ceramic head after approximately 10 months due to leg length discrepancy.